Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, and h11. The device was not returned to olympus for inspection, and the reported failure was confirmed. The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting. Tac instructed to reconnect the cable from the sdi out on the camera head to the sdi in on the monitor, the image was restored. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image during set up / inspection for use. There were no reports of patient harm.